Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient presented with an infection at the ipg site. The patient was hospitalized, and oral antibiotics were given. In the most recent update, it was reported that the infection has stabilized, and it is mostly clear.